Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. Constant motor error alarms were noted during the rewind due to an out of phase motor encoder signal.

Event description:
It was reported that the customer received a motor error alarm. The insulin pump was exposed to a MRI machine. Her blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. She was in a bicycle accident and the insulin pump was scratched. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)